Event description:
It was reported that pump experienced malfunction alarm identified as resettable code, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer, with guidance from technical support, reset pump using provided instructions, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction reappeared.